Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed lens optic torn. There was evidence of clear surgical residue.

Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens. Lens was removed with no patient injury. No enlarged incision or sutures. The reporter stated the incident was due to a loading error.